Event description:
Additional information was received that the patient's device was re enabled at some point. The device was disabled (B)(6) 2012 and at some point turned back on and disabled again (B)(6) 2012 due to hiccups and the patient was admitted to the hospital for three days. The device was enabled once again after this as the patient¿s device has been on for some time.

Event description:
It was reported that approximately three months prior to the report, the patient felt that her vns was going on and off erratically. The patient saw her doctor who reportedly turned her vns settings very low. The patient stated that she began feeling worse later that day and then went to the ER because she was "unable to walk." The physician reportedly turned off the vns and the issues resolved. Attempts for additional information have been unsuccessful to date.